Event description:
It was reported that after the iab was inserted using an introducer sheath, the physician was unable to flush the central lumen and a good waveform could not be obtained. Because of this, the iab was removed and replaced. There were no further complications.